Event description:
It was reported that both wanded and unwanded telemetry with the programmer was slow and inconsistent. A programmer rf (radio-frequency) head from a different programmer was used, but it did not correct the issue. The internal printer is also failing, and when turned on, function is slow. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was able to interrogate devices wirelessly as required. It was also noted that the printer prints slowly after performing telemetry, the handle was broken on the lower case and the overlay would not stay calibrated. (B)(4): analysis found that the cable was out of electrical specification, and due to this, telemetry could not be established with the rf head.